Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to extended charge times, exceeding the extended charge time limit. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed approximately three weeks later. The device was explanted and replaced and the rv lead was surgically capped and abandoned. A new rv lead was successfully implanted. No adverse patient effects were reported.

Event description:
Subsequent information was received that this ICD and chronic right ventricular (rv) lead exhibited high pacing impedance measurements. All other lead measurements were noted to be stable and within an acceptable range. No noise was observed and electrograms (egm) were noted to be clean. A device replacement procedure was scheduled and the lead will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.